Event description:
It was reported was implanted with an ipp. The patient presented several days later with acute lower extremity swelling and pain. Venous doppler revealed sluggish flow consistent with a prethrombotic state in the left distal external iliac and common femoral veins due to reservoir compression. The patient was immediately taken to the operating room and underwent reservoir repositioning through a suprapubic incision. Repeat ultrasound showed that a deep vein thrombosis had developed, resulting in subsequent venous thrombectomy with inferior vena cava filter placement. This complication was attributed to lateral displacement of the reservoir secondary to severe scarring from the previous pelvic surgery and radiation.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Literature article: levine la and hoch mp. Review of penile prosthesis reservoir: complications and presentation of a modified reservoir placement technique. J sex med 2012; 9:2759-2769. The manufacturer of the inflatable penile prosthesis was not provided.